Manufacturer narrative:
No complaint was received with the return of this device; failure event observed during analysis. Final analysis found a partial lead in four pieces returned for analysis. External insulation abrasion was noted on the distal portion of the lead at 9.1 cm to 10.7 cm from the cut end of the lead, consistent with friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.